Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump alarmed three times while he was sleeping within the past 30 days. The pt also claimed that the alleged issue caused the pump to shut off. Therefore, the pt alleged that he would wake up with a blood glucose (bg) level greater than "200 mg/dl" and with a symptom of thirst. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed a symptom suggestive of severe hyperglycemia because of the alleged issue.